Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5149959). The patient has alleged black filters. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported wrongly reported in b5 which is updated as the manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received voluntary medwatch (mw5149959). The patient has alleged black filters. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer previously reported wrong coding in (device) problem code grid which is updated in this report.